Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged patient had multiple dislocations with closed reductions. After one closed reduction, it was noted that the acetabular cup had disassociated from the acetabulum. The patient was revised on (B)(6) 2012, due to alleged migration of the acetabular cup and pseudotumor. The acetabular cup, acetabular liner, and modular head were removed and replaced.

Manufacturer narrative:
Evaluation of the returned device found it to be assembled with the liner. No attempt was made to separate the devices. There was very little evidence of bony in-growth into the cup. The cup appeared to show evidence of dislocation or subluxation of the joint and scratching of the bearing surfaces.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right m2a hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged patient had multiple dislocations with closed reductions. After one closed reduction, it was noted that the acetabular cup had disassociated from the acetabulum. The patient was revised on (B)(6) 2012, due to alleged migration of the acetabular cup and pseudotumor. The acetabular cup, acetabular liner, and modular head were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2012-01358 / 01362).